Event description:
A female patient in her 70's had fallen and incurred a subdural hematoma. The patient was in the prone position for the evacuation of the hematoma when she experienced cardiac issues. When the drape was pulled back, it was noted that the unit had slipped and the patient had incurred a laceration resulting from her head moving out of the pins. The laceration required suturing to close the wound. No stereotaxy device was used during this procedure. Adult mayfield disposable skull pins were used with this procedure. The surgery was canceled. The cardiac event that occurred was not related to the use of the skull clamp. The outcome of the patient is unknown.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.